Manufacturer narrative:
Additional information: device evaluated by MFR: device evaluation: lens was returned in a micro-centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found haptic tear and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted due to the patient's request. The surgeon does not plan to implant another icl lens. The patient could not adapt to post-operative conditions. Additional information was not provided. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.50 diopter, in the patients left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2018. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.